Manufacturer narrative:
The review of the manufacturing paperwork verified that all lots involved in this event met all pre-release specifications. (B)(4). Additional devices implanted and involved in this event: two gore® excluder® aaa endoprostheses, contralateral leg components (B)(4). Additional devices involved in this event: two gore® dryseal sheaths with hydrophilic coating,(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. At an unknown date, one and a half month after the endoprostheses were implanted, the patient was reportedly diagnosed with an inflammatory post-implantation syndrome. From (B)(6) 2015, the patient was hospitalzed for an evaluation of the syndrome and treated with antibiotic medication. On (B)(6) 2015, all endoprostheses were explanted. The condition of the patient is currently unknown.

Manufacturer narrative:
The review of the sterililzation paperwork verified that all lots involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, the patient was reportedly diagnosed with an inflammatory post-implantation syndrome, approximately 15 days after the endoprostheses had been implanted. Analyses were carried out and excluded a bacterial infection. The patient received antibiotic treatment. It was also reported that the patient did not have an infection prior to the implant. From (B)(6) 2015, the patient was hospitalized for a new evaluation of the syndrome and was again treated with antibiotic medication. On (B)(6) 2015, all endoprostheses were explanted and thrombus was present. The patient received an aortic organ transplant. A bacterial infection was again not confirmed when subsequently analyzing the thrombus and both aortic and vertebral tissues. On (B)(6) 2015, it was reported that the patient was doing well.